Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the printed-circuit board. The cause of the faulty qb could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales manager reported to olympus on behalf of the customer that the high definition lcd monitor had no image, the monitor was black when powered on. The issue was found during preparation for use in an unknown procedure. The procedure was rescheduled and was completed with a different device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found that the monitor was black upon the first power cycle of the unit. The monitor booted up normally on the second power cycle and went back to being black on the rest of the power cycles. Using olympus test printed circuit board, the service engineer was able to get the monitor to pass all functional tests. Additionally, it was found that the lcd had dead pixels in the center of the screen. The dead pixels were big enough that they were clearly visible within the scope of view. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.